Event description:
It was reported that the sensitivity of the touch panel on the ventilator was not working during use. Reportedly, the customer performed touch-panel calibration using reverse mode, but the touch panel did not function well. The ventilator was being used on a patient at the time of the reported event. However; there was no patient harm reported. The investigation is ongoing.

Manufacturer narrative:
A philips field service engineer (fse) reported that the hospital performed a touch-panel calibration using reverse mode, but the touch panel did not function well. During evaluation of the device, it was reported that the touched position was out of alignment. A touchscreen calibration was performed; however, the issue was not resolved. The fse replaced the touchscreen to resolve the issue.

Manufacturer narrative:
A touchscreen was return for analysis. An investigation was performed, and the product investigation analysist reported that in regards to the touchscreen accusation of a touched panel did not function well. The unit failed during diagnostics testing and during the operation of test step 3 in the service manual. The reason for the touch screen operation failures is due to the out of spec resistance reading noted during the flex cable resistance testing. It was also verified that the faulty touch screen shows an operation with misaligned touch points due to out of spec resistance measurements. In addition, the touch screen could not be recalibrated with the use of the touch screen calibration tool noted in the diagnostics portion of the software.